Event description:
The patient was undergoing a coil embolization procedure in the renal artery using ruby coils, a penumbra coil detachment handle (handle), a lantern delivery microcatheter (lantern), and a guidewire. During the procedure, the physician successfully implanted three non-penumbra coils and used the handle to implant two penumbra smart coils (smart coils) and two pod coils. After advancing a ruby coil into the target location, the physician attempted to detach it with the handle; however, the ruby coil did not detach. Subsequently, the ruby coil unintentionally detached inside the lantern. While using the guidewire to push the ruby coil into the target location, the physician experienced resistance; however, the ruby coil was successfully implanted. Subsequently, imaging revealed that the guidewire had perforated the lantern. Therefore, the lantern and the guidewire were removed. An angiography showed that the target vessel was sufficiently embolized; therefore, the procedure ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2022-00062.